Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic splenectomy procedure, the adapter indicator light was flashing and the stapler did not fire. Another reload was used together with the same handle adapter and shell to complete the procedure. There was no patient injury.